Event description:
Device interrogation at office visit revealed different device settings than were prescribed. It was reported that normal mode output current was found to be set to 0ma instead to prescribed setting from previous office visit approx one month earlier. The pt had reportedly experienced an increase in seizure activity since last office visit. User error during previous programming session is suspected; although treating neurologist denies any problems during previous programming session. Device diagnostic testing at previous office visit was reportedly within normal limits, indicating proper device function. Investigation to date has been unable to confirm the cause of the reported inadvertent change in device settings. Review of mfg records for the pulse generator revealed no anomalies that would adversely effect device performance.